Event description:
It was reported that while removing a trial lead, the distal three contacts broke off in the pt. The pt was scheduled to have surgery the next day to remove the contacts. No pt symptoms or outcome was reported. Additional info has been requested, but was not available as of the date of this report.